Event description:
Boston scientific received information that this patient was initially implanted with a boston scientific implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead approximately seven years ago. Just over fiver years after the initial implant, the device was electively upgraded to a non boston scientific ICD and the initial leads were left in service. Just over (B)(6) after the upgrade procedure, the patient had another procedure to cap this rv lead because it was not connected correctly. There were no allegations against the lead and no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.